Event description:
It was reported that a complete se stent was deployed in the left sfa. Approximately 1 year and 6 months later two in.pact admiral paclitaxel-eluting pta balloon catheters, were used in the left sfa popliteal. It was reported that the lesion is restenotic with 80% stenosis and moderately calcified. Lesion was predilated with a 3 x 80mm pre dilatation balloon twice using the same balloon for 180 seconds. Following the procedure, the previously implanted complete se stent was observed to be deformed. The investigator indicated that there was no relationship between the stent deformation and the in.pact admiral balloons or the procedure. An admiral xtreme pta balloon catheter and a complete se sfa stent were used as treatment. Outcome is reported as resolved.

Event description:
The cec adjudicated that the target vessel revascularization performed as a result of the stent deformation was related to the in.pact admiral devices and the procedure.

Manufacturer narrative:
Results: (stent deformation). (Lesion morphology). (No device received for evaluation). (Lesion morphology). (B)(4).